Event description:
It was reported that the patient had a pocket hematoma with ecchymosis one day after implant. The condition was treated with medication and resolved. The device is still in use. Patient was part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).